Manufacturer narrative:
Additional information was added. The lot was manufactured from september 01, 2019 - september 03, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml exactamix eva (ethylene vinyl acetate) tpn (total parental nutrition) bag was leaking from an unspecified location. The leak was discovered before product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.